Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The xt mitraclp was advanced to the valve and three attempts were performed to grasp the leaflets. On the third grasp, there was inadequate mr reduction. The clip was un-grasped, inverted and brought to the atrium. The clip was attempted to be closed but the clip would not close. The lock lever and grippers were cycled in the neutral position, but the clip remained open. The arm positioner was turned to the close side of neutral and the grippers and lock lever were raised. The steerable guide catheter was also moved anterior. The clip arms then immediately jumped from fully inverted to about 120 degrees. The clip was then closed and removed from the patient without issue. Further inspection of the clip outside of the patient was performed where the lock line and gripper line appeared to be loose. The clip was opened and grippers dropped, but the one gripper with loose gripper line could not drop. There were no patient consequences or clinically significant delay. A replacement xtw mitraclip was implanted successfully. Mr was reduced to 1-2.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue, difficulty closing the clip, clip jumping, stretched/loosed lock line, and stretched/loosed gripper line were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue, difficulty closing the clip, clip jumping, stretched lock line, and stretched gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.